Manufacturer narrative:
(B)(4). Lot numbers and device manufacturing date: 120822 - 22 august 2012; 121016 - 16 october 2012. The complaint rt040m masks are not expected to be returned to fisher & paykel healthcare (B)(4) as they are not available. Our investigation is based on our knowledge of the product and the information provided by the customer. It was reported that the port caps kept "popping off" from the rt040m masks and a few patients were agitated while using the mask. The hospital also reported that no damage was observed on the complaint masks. It is possible that the patients were pulling the caps off from the mask and the ports were lost if they were completely detached. Without the complaint device, we are unable to determine if the port caps or ports were out of specification or damaged.

Event description:
A hospital in (B)(6) reported that the port caps of two rt040 hospital full face non-vented masks were "popping off". No patient consequence was reported.